Manufacturer narrative:
On (B)(6) 2011, this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During device follow-up performed on (B)(6) 2011, follow-up data stored in device memory (aida), were not available for review.